Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 320 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that ever since her belt clip broke she had been keeping the pump in her bra. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement pump and belt clip were shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump was received without original belt clip. The insulin pump was unable to verify damage to belt clip. No damage noted on the belt clip slot. The insulin pump had minor scratched display window, cracked case at display window corner and broken reservoir tube lip.